Event description:
Same case as MFR's report #6000089-2005-00204 and 6000089-2005-00215. It was reported that this pt had a pci in 2004 in which a calcified lad lesion was treated using 2 express2 stents (3.5/24 mm and 3.0/32 mm) with a residual 30-40% stenosis and good angiographic flow. Three days later, the pt developed an anteroseptal myocardial infarction. Coronary angiography was performed and revealed a total occlusion of the lad at the site of the overlapping express2 stents. Pci was performed using a 6f cordis xb 3.0 guiding catheter and 0.014" biotronik galeo floppy guide wire supported with a viva 3.5/20 mm balloon. After delivery of the wire to the tortuous distal lad, the artery was opened without any balloon dilatation. Then the site of the total occlusion was dilated using a world pass 3.5/20 mm balloon whcih was inflated several times up to 18-22 atms. The lesion demonstrated a residual 50-70% stenosis, so an nc viva 3.25/10 mm balloon was inflated three times up to 14-20 atms each to dilate the lesion. (Rated burst pressure = 18 atms.) The balloon was then deflated and withdrawn to the catheter to angiographically visualize the residual lesion. The physician introduced the nc viva 3.25/10 mm balloon again to do another dilatation, but the balloon could not cross the lesion despite being under negative pressure. The wire and delivery system had to be withdrawn and the lesion was rewired. Reshaping of the nc viva 3.25/10 mm was performed using its support wire and its cover. The balloon successfully crossed the lesion and the physician attempted to dilate the lesion again up to 20 atms with no response. The physician attempted to dilate the balloon again using a differing technique, but the shaft of the device ruptured. The viva balloon was removed and an unspecified 4/20 mm balloon was used at high pressure to dilate the lesion with good angiographic results and no residual stenosis.